Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue happened again, which they understood.